Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Per wi-000101075 rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. As no further investigation was able to be performed no change in harm was identified.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that a ar-2257d-24 drill is dull and will not drill. This occurred during a case, the drill was too dull to drill through the bone. There was no additional information provided. Additional information has been requested.